Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "rupture with inflammatory capsular reaction" this record relates to the right side. The device has been explanted.

Event description:
A healthcare professional reported "rupture with inflammatory capsular reaction (petechiae)". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Bruising: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Bruising: unable to observe as it is a medical event not related to the device. Additional observations: brown particles were observed on the shell. Yellow particles were observed on the shell.

Event description:
A healthcare professional reported "rupture with inflammatory capsular reaction" this record relates to the right side. The device has been explanted.